Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information was provided. On (B)(6)2021, the patient reported inaccurate cgm values that occurred the day the sensor had been inserted into the abdomen. The patient was calling from the hospital and reported his cgm/pump displayed low; however, his bg was 350 mg/dl. He self-treated with insulin; however, he was unable to decrease his bg. He became incoherent and went to the hospital where he was admitted with a bg of 509 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and IV insulin. In a later report on (B)(6)2021, the patient mentioned that he was released from the hospital on (B)(6)2021. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.